Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
This report is related to the clinical patient. It was reported the patient was admitted to the hospital due to chest pain. Left heart catheterization was performed. The patient was discharged on diuretics and ranexa. The issue may possibly related to the device.